Event description:
It was reported that there was a concern this pacemaker was exhibiting premature battery depletion due to sensing of high atrial rates and/or the signal artifact monitor. Technical services (ts) discussed sending a save to disk for further analysis if desired. No adverse patient effects were reported. The device was later explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
No further information was received and records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
No further information was received and records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a concern this pacemaker was exhibiting premature battery depletion due to sensing of high atrial rates and/or the signal artifact monitor. Technical services (ts) discussed sending a save to disk for further analysis if desired. No adverse patient effects were reported.